Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a blister on his back under the electrodes. The patient's nurse applied a gel and gauze to the area. The patient reported that the irritation improved.